Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received.(B)(4).

Manufacturer narrative:
One fast-fix 360 curved ndl delivery sys device was returned for evaluation of the reported complaint mode, ¿t2 deployed prematurely.¿ the insertion device and loose suture construct of t2 were received. The insertion device appears to have been actuated twice and the deployment knob was found to be in the post t2 deployment, indicative of a full deployment. Functional testing confirmed that the device cycles and actuates per design. An investigation has been initiated to determine the root cause of the fastfix 360 t2 deployment issues. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. (B)(4).

Event description:
During a meniscus repair utilizing the fast-fix 360 curved ndl delivery sys it was reported that when the first t1 deployed, the t2 was simultaneously released. The t1 implant from the device was left unsupported in the patient. A back up fast-fix device was available to successfully complete the case. There were no reported patient injuries or complications.